Event description:
A physician was attempting to treat an eccentric lesion in the left carotid artery that was reported to be severely calcified with minimal tortuosity and 95% stenosis. The physician attempted to use a mo.ma. Ultra cerebral protection device when it was noted that the external carotid balloon failed to hold pressure and deflated during critical moment of procedure. This led to the removal and exchange of the mo.ma protection system, increasing the risk of complications and procedural time. There was no resistance at the time of balloon insertion. No issues were noted during the preparation of the device and no friction with guidewire, gc/is was experienced. The balloon was inflated and held pressure for 30 seconds prior to losing pressure. This device was the first used in patient during the procedure. The t-safety valve was used during the purging procedure. No difficulties encountered with other devices used in the procedure. Another mo.ma device, balloon and stent were used to complete the procedure. There was no patient injury reported for this event. Device analysis: traces of radio opaque solution were detected inside the inflation lumens but the lumens were not occluded so inflation/deflation test of the balloons could be performed without problem. Traces of blood were detected in the distal balloon and the visual inspection confirmed a stressed distal balloon surface. Negative pressure was applied on both inflation lines by connecting a vaclock syringe filled with water to the lateral luers. A leakage was detected on the distal inflation line and a few bubbles continued to appear after 15 seconds. Then the proximal inflation line was tested, but no leakage detected. Then, both balloons were then tested by inflating them with red water. No leakage was detected after 30 minutes of inflation for proximal balloon. During the attempt to inflate the distal balloon, a pinhole was clearly detected on the surface, and no complete inflation could be performed. No other abnormalities detected on the device. Image review: the images show the inflation of the distal balloon and possible over inflation of the distal balloon. After the pinhole detected the device was changed and stent procedure completed without abnormalities.

Manufacturer narrative:
Results and conclusions: (possible over inflation of balloon during the procedure). (B)(4).